Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 598 mg/dl. Customer¿s current blood glucose level was 201 mg/dl. Customer reported site bleeding. Customer was not using auto mode at the time of incidence. Customer declined to troubleshoot. The insulin pump will be returned for analysis.